Event description:
The pt had hip surgery, (B)(6) 2020. Post procedure device interrogated pacing and sensing issues were found. Device reprogrammed and lead programmed off to preserve longevity. On (B)(6) 2020 pt presented in emergency room with bradycardia and syncopal episode. Atrial lead programmed back on with high output. Pt stable. To be scheduled for ppm change out and new atrial lead.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).